Event description:
Trailblazer was used to provide support to get the .014 wire through a lesion in the 90% tibeoperoneal trunk. The lesion was crossed and the trailblazer catheter was removed. At this time it was noted that 2 of the marker bands were missing. Fluoro was performed to search for the missing catheter. It was found in the sheath. Attempts were made to snare the catheter in the sheath, but it was determined that our best course of action was to remove the sheath with the catheter in it out of the body, then cut the sheath and introduce a wire to replace the sheath. This was accomplished and the catheter was removed.